Event description:
International customer reported that a patient presented with an inflammation of the suture line at an unspecified time following a thyroidectomy. Additional information was requested; no further details were provided.

Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible products: lot: unk. Lot: aa6998, mfg: 01/01/2008, exp: 01/31/2013. Lot: abm721, mfg: 02/01/2008, exp: 01/31/2013. Lot: zmk416, mfg: 11/01/2007, exp: 07/31/2012. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.